Event description:
The resident reported the following event, "the patient was implanted with a s2 nail in (B)(6) 2011. A revision surgery had to be performed on (B)(6) 2013 because the nail fractured. The broken nail was explanted and replaced by another one."

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
The resident reported the following event, "the patient was implanted with a s2 nail in (B)(6) 2011. A revision surgery had to be performed on (B)(6) 2013 because the nail fractured. The broken nail was explanted and replaced by another one."

Manufacturer narrative:
Evaluation summary: the returned device matched the report and the event was confirmed. No manufacturing faults found. Evaluation revealed evidence that the event is not linked to a deficiency of the device. With respect to the information available we conclude that the nail broke due to overloading after an implantation period of approximately 23 month. No medical information was provided. No discrepancies were detected during risk analysis review. No nonconformity was identified.